Manufacturer narrative:
Manufacturing site: (B)(4). Manufacturing date: 28january2003. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: received one article of hammer guide f/357.250, for manufacturing investigation. The head of the hammer guide is broken off and strong hammer marks are visible on the surface. The hammer guide is over 12 years old and looks strongly used and deformed. The head is broken off the shaft at the thread diameter and it is caused by strong hammering. This type of damage can only be caused by mechanical overload. The hardness has been measured and the value is in accordance with the specification. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during a nail removal surgery, after removing the end cap and screws, the surgeon removed the last screw with the extraction screw and the reported hammer guide. Then, the surgeon tried to remove the nail using the slide hammer. The removing was not easy. Therefore, the surgeon repeatedly applied hammering. Due to this, the head of the reported hummer guide was broken off. At that time, the nail came out approximately five (5) centimeter. As a result, the slide hammer was unable to be used. Alternatively, the surgeon removed the nail by hammering the head of the extraction screw. No surgical delay or harm to the patient was reported. This is report 1 of 1 for com-(B)(4).